Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of pain and occlusion are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2023, arteriotomy closure of the heavily calcified left common femoral artery (lcfa) was successfully achieved using a proglide device after a peripheral intervention procedure using a 6f sheath. Hemostasis was achieved and no patient effects were noted. On (B)(6) 2023, the patient presented to the physicians office with claudication symptoms. The patient was hospitalized on (B)(6) 2023 and an angiogram was performed which confirmed a 90% narrowing (occlusion) of the left common femoral artery. The physician theorized that there may have been a small dissection on the back wall; however, this was not confirmed. No thrombus was noted/present. Access was obtained in the right common femoral artery and a drug coated balloon was inserted up and over to treat the occluded area in the lcfa. The occlusion was treated and there was no adverse patient sequela post intervention. No additional information was provided.